Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11k29095 and h12a31066. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.